Event description:
It was reported the patient had not felt stimulation for a couple months. In addition, the patient was having a return of urinary symptoms for the last month or so. This included ¿pressure¿ to go pee. It was noted the implantable neurostimulator (ins) was turned off a couple weeks prior. The patient had been using the bathroom ¿more and more¿ and wanted to turn the ins back on, but was unable to. Adjustments, both with and without the antenna attached were unable to be made with the programmer as well. It was stated the ins may be depleted. The patient received a replacement programmer the following day, but continued to see the ¿poor communication¿ screen. The patient confirmed they could feel the ins and was confident the programmer/antenna was right over it. No outcome was provided with this event. Further follow up is being conducted to obtain this information. A follow up report will be sent if additional information is received.

Event description:
Additional information received later indicated that patient was not getting 50% or greater symptom reduction. The cause of the event was determinant as noted as device related. There was no reprogramming was done. The patient was scheduled for a new neurostimulator on (B)(6) 2015 and was awaiting surgery.

Manufacturer narrative:
Concomitant medical products: product ID 3037, serial# (B)(4), implanted: (B)(6) 2007, product type: programmer, patient; product ID 3889-28, lot# v019740, implanted: (B)(6) 2007, product type: lead. (B)(4).